Event description:
It was reported that patient at day 8 presented with blood/fluid in the tube.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation: we have now completed our investigation into the reported complaint. As of today, no product return, lot/serial number or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.